Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up, it was noted that the atrial lead exhibited oversensing. The clinician programmed rate response to off. The patient would scheduled for follow up.

Manufacturer narrative:
(B)(4).

Event description:
An insulation degradation was noted.

Manufacturer narrative:
(B)(4)

Event description:
New information stated the lead exhibited loss of capture, the lead was deactivated. The patient would be monitored with routine follow ups.